Event description:
It was reported during visit, the fast path screen showed 0% in stim v and cam a even though the patient was stimulated in ventricular and in cam in atrial. The device to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.